Event description:
It was reported to philips that the heartstart xl+ defibrillator therapy test failed. There was no patient involvement.

Manufacturer narrative:
Failure analysis info: one therapy capacitor was returned for failure analysis. The reported problem was confirmed. The measured capacitance value was found to be out of tolerance. The duration of service and the customer use model (frequent operational checks) is likely to support that the expected life of the capacitor has been surpassed rather than non-conformity to specification.